Event description:
When removing the arterial sheath the technician noted resistance and advise the physician. The technician was instructed to continue to remove the sheath. Upon removal it was noted that the tip of the sheath had broken off into the patient's femoral artery. The patient was taken to the or for removal of the foreign body.